Event description:
It was reported that surgeon was inserting the bone plug and when he finished, he pulled the instrument out and it was broken. Broken pieces were removed and no pieces remained in the patient.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Materials analysis concluded that the device fractured as a result of a mixed (ductile and cleavage) bending overload. Conclusion: the plausible root cause of the reported event is a user applied cantilever overload based on materials analysis.

Event description:
It was reported that surgeon was inserting the bone plug and when he finished, he pulled the instrument out and it was broken. Broken pieces were removed and no pieces remained in the patient.